Event description:
Pt began bleeding from chest port during 3rd treatment with the vest. Pt transported to e.r. Where port was successfully replaced. M.d. Felt vest due contributed to event. Use discontinued.